Manufacturer narrative:
Date of event - used the first date of the month of the aware date. Device is combination product.

Event description:
It was reported that stent migration and damage occurred. On an unknown date, the patient had a synergy drug-eluting stent implanted in the left main. Angiography revealed the stent was deployed fine without any overhang into the aorta. In (B)(4) 2018, patient underwent a procedure with apparent tight left main. During the procedure, visualization of the previously implanted stents was performed which revealed about 3 rows of synergy stent struts hanging into aorta and pushed downward. Dilatation with a balloon at the ostium of left main was performed to open further and a non-bsc stent was deployed within the previous stent. The procedure was completed. No further patient complications were reported and the patient was fine and will be put onto lifelong dual antiplatelet therapy (dapt).